Event description:
The customer reported via phone call that they have been receiving no delivery alarms since (B)(6) 2015. Customer received no delivery alarms after troubleshooting for a no delivery alarm during a bolus. Customer stated that they changed their set and the cannula was not bent. Customer's blood glucose was 198 mg/dl at the time of the incident. Customer has not tried different cannula lengths. Customer filled a new reservoir and tried to do a 5.0 unit fixed prime. Customer stated that the pump alarmed no delivery. Customer also stated that the tubing is not bent or kinked. Customer received multiple no delivery alarms during troubleshooting. Customer was advised that the insulin pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.